Manufacturer narrative:
Initial surgery was performed on (B)(6) 2016. Two years post-op patient was bending forward to tie her shoes when she experienced a "pop" on the left side of her low back. She immediately developed significant pain affecting the left side of her low back which has persisted since that time. (B)(4). Exemption e2017030.

Event description:
Initial surgery was performed on (B)(6) 2016. Two years post-op patient was bending forward to tie her shoes when she experienced a "pop" on the left side of her low back. She immediately developed significant pain affecting the left side of her low back which has persisted since that time.